Event description:
It was reported that the user was unable to connect a freestyle libre 3 plus sensor to the ilet system, preventing sensor data from pairing until guided troubleshooting was completed. No adverse clinical symptoms reported. Outcomes included restoration of sensor pairing and initiation of the sensor warmup countdown. User support included customer interview, guided troubleshooting on the ilet and ilet mobile app, and re-scanning the sensor. Investigation of this case revealed a user interface or connectivity issue resolved by re-initiating the pairing process, after which the ilet displayed the warmup timer and proceeded normally. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved through standard troubleshooting.